Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025, which is off-label usage of the device. On 09/28/2025, it was reported that the patient uses tandem mobi in modified closed loop. Around noon of (B)(6) 2025, the patient had visual disturbances, was lightheaded and unable to focus. The bgm reading was 28mg/dl and cgm reading was 78mg/dl. He called an emergency medical team (emt) and drank cola. He was half unconscious during the time the emt arrived. The bgm was showing 25mg/dl and egv showing 78mg/dl. The emt waited for the patient to have a stable bgm value before emt left. Before emt left bgm was 40mg/dl and cgm was 60mg/dl. Treatment and management of ongoing hypoglycemia was not documented. The emt did not bring the patient to the hospital. He was in good condition during the call. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. When the patient had symptoms, the reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the cgm and the bg meter was found within the investigation window. The allegation was confirmed. The customer complaint was confirmed due to inaccurate cgm values were found. No additional patient or event information is available.